Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure, the device did not staple and bleeding occurred. Additional suture was performed. There was no adverse consequence to the patient.